Manufacturer narrative:
Complaint not confirmed, the humeral insert was found to be heavily worn but relevant and undamaged critical features were found to meet specifications. The cause of the wear and of the glenosphere loosening are undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a rtsa procedure on (B)(6) 2020. A revision was then performed due to a loosened glenosphere on (B)(6) 2021 where the following devices were explanted: ar-9564-2839 lot: 19.00602; ar-9503m-06 lot: 19.04678.